Event description:
A customer reported their the dxc 600i analyzer generated false low na (sodium) results on several patient samples. Results were reported out of the lab. When the issue was noticed, the samples were repeated and amended. There was no affect to patient treatment. The customer stated 6 samples were low, but only provided printouts for 4 samples. All results were provided, but only na results were questioned and repeated. The results were as follows: -patient dob 8/21/54, male, had an initial na result of 129 mmol/l that was amended to 135 mmol/l. -patient dob 11/23/54, male, had an initial na result of 133 mmol/l that was amended to 139 mmol/l. -patient dob 11/17/60, female, had an initial na result of 133 mmol/l that was amended to 139 mmol/l. -patient dob 9/2/69, female, had an initial na result of 128 mmol/l that was amended to 136 mmol/l.

Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse decontaminated the system, and then replaced the flowcell ((B)(4)) and carbon bridge ((B)(4)). Decontamination resolved the issue. (B)(4).